Event description:
It was reported that noise was noted on electrogram (egm) initially thought to be a problem with the setscrew. The device was inspected but found to be fine, physician decided to try a new device, and noise was still present. A new right atrial (ra) lead was placed. The previous ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.